Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "exceeds expected volume delivered, expected: 20ml; actual 22 - 23ml" was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 8.07% and 7.6925% which is over 5% specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted and m2 and m3 springs will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. During functional testing, the customer reported "possible faulty upstream occlusion" was not reproduced. The device was tested for upstream occlusion and upstream air testing, and both tests came back with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered 22¿23 ml instead of the expected 20 ml (over-infusion) and also had possible faulty upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.